Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia procedure with a thermocool® smart touch¿ bi-directional navigation catheter and high temperature spikes occurred and a clot was discovered. The smartablate generator was set for a temperature cutoff of 40°c. A temperature spike to the cutoff consistently stopped ablation every time the physician tried to create a lesion. The physician pulled out the catheter and examined the tip. There was a clot on the tip of the catheter, although the catheter had only been in the body approximately 3 minutes and this was the first lesion that was attempted to be created with this catheter. The catheter was replaced and procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available the high temperature cutoffs are not MDR reportable since the generator stopped delivering rf, the most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a death or serious injury is remote. However, the clot is MDR reportable because a clot has poor adherence to catheters and it can pose a potential risk to the patient.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/27/2018. The analysis has begun but is not completed at this time. A clot was found on the distal tip of the catheter. This finding coincides with the reported event. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia procedure with a thermocool® smart touch¿ bi-directional navigation catheter and high temperature spikes occurred and a clot was discovered. In addition, a temperature spike to the cutoff consistently stopped ablation every time the physician tried to create a lesion the returned device was visually inspected and during the first visual inspection it was found clot on the catheter tip, however, during the second visual inspection the lab clarified that the material observed was char, however, the char reported was not observed, this could be related to the decontamination process during the first inspection. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then per the reported event, an irrigation test was performed and the catheter failed. Further investigation revealed that irrigation tubing was occluded with reddish brown material apparently dried blood on the shaft area. No other damage was observed that might contributed to the occlusion of the catheter. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. Char is a physical phenomenon of rf; it can be the normal result of the ablation process. The root cause of the reddish brown material inside the tubing cannot be determined. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes. Manufacturer's ref. No: (B)(4).